Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "syringe damaged. Consumer reports that between the 10-15 iu markings, the syringe barrel is damaged with the appearance of melted. Incident noticed prior the use of the product."

Manufacturer narrative:
The information was revaluated and does not meet our reporting criteria.

Event description:
It was reported that a molding defect occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "syringe damaged. Consumer reports that between the 10-15 iu markings, the syringe barrel is damaged with the appearance of melted. Incident noticed prior the use of the product."